Event description:
The report stated that a ligasure v handpiece was used in a lap colon on the superior rectum. The procedure was completed without incident. Two days later, bleeding occurred from near the sealed area, and re-operation was necessary. The amount of bleeding was more than 500 cc's.